Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. The customer was able to clear the alarms and resume insulin deliveries. The customer experienced a blood glucose (bg) level over 500mg/dl and moderate to large ketones not considered dangerous or life threatening. Manual injections were administered to address the bg levels. The contact reported that manual injections were to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
(B)(4).